Event description:
A report was received stating that a patient lost all feeling below her waist shortly after being implanted with the precision system. The surgeon removed the paddle lead and an MRI confirmed the patient had a contusion at t11. A treatment of steroids was prescribed to the patient and the ipg was kept implanted for future use. The patient is reportedly doing well.